Manufacturer narrative:
(B)(4). Lockout, advancer. Additional information was requested and the following was obtained: the device locked open as if there was no clips left, however, this could not have been so as the device had only been fired a handful of times. Once out of the pt, I attempted to fire it and it locked closed. The analysis results found that the device was received partially opened. Further evaluation found that the tip of the advancer was protruding. In order to evaluate the condition of the internal components of the device, it was disassembled. Upon disassembling, the device was empty and the feeder shoe tab was noted bent; which denotes that the lockout was fired through. A possible cause of the found condition of the advancer is once the device was fired through lockout, the feeder shoe tang overrides the feed bar pocket and the feeder shoe tang got damaged pushing the advancer forward. Please note the device contains a last clip feature designed to increase the force required to close the trigger, thereby reducing the possibility that the empty jaws will be closed on a vessel. If the trigger is forced closed, once the last clip lockout has engaged, the jaws may remain closed. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a laparoscopic prostatectomy procedure, only a few clips were deployed and the clip applier seemed to have no more clips and jammed. The orange indicator was not visible. Another device was used to complete the procedure. There were no adverse consequences for the patient.